Event description:
Patient in ir/endovascular suite for vascular procedure-right lower extremity angiogram with intention to treat. During the procedure, a vascular stent was deployed as part of the treatment and once the stent was deployed it was noted by physician that a piece of the stent deployment system broke off and remained in the artery. Attempted to retrieve the object unsuccessfully and the patient was brought to the operating room to have the foreign body removed. Vascular stent deployment systems can only be visually inspected before use- they are a "one and done" and can't be engaged until the stent is in the right place in the vasculature. Therefore, there is no way to "test" the functionality prior to deploying the stent. This wasn't identified until the deployment catheter was being removed from the patient. If fragments break off and obstruct blood flow to the patient's lower extremity, there could be limb ischemia that leads to additional surgeries up to and including amputation if not quickly resolved. Several teams collaborated well in this difficult and unanticipated situation, resulting in a good outcome for [redacted]. [Redacted] has known vascular disease and a below knee amputation on the contralateral side from this vascular disease. Vascular stent placement was planned to try and restore circulation to this extremity and allow for healing of a planned foot amputation that was to occur later. During the procedure, a portion of the stent introducer system then broke off within the vessels and migrated distally. After an attempt at retrieval through endovascular methods, a decision was made to do a formal cutdown in the operating room. The patient was then transported, under the same anesthetic, to the operating room. An open cutdown was carried out and the fragment retrieved. The fragment is friable and measured approximately 5 cm x 1 mm. Manufacturer response for bard life stent 5f, life stent 5f (per site reporter). They are still investigating.